Event description:
It was reported that the customer misplaced her quickserter and needed a replacement. The customer's blood glucose was 300 mg/dl. The customer further stated that she had high blood glucose levels due to a recent major surgery. The customer stated that her insulin medication was subsequently being adjusted. The customer declined troubleshooting for the high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.